Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an atrial unipolar impedance warning that appeared to be a chronic measurement. Low impedance was observed on the right atrial (ra) lead. It was also noted there was intermittent undersensing during arrhythmia episodes, with and without mode switch, on the ra lead. The physician is aware of the issue and has been monitoring the patient. The lead remains in use. No patient complications have been reported as a result of this event